Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the high temperature alarm continued to sound even after the switch was turned on. The event occurred before patient use. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, no abnormalities were found when checking the appearance of the main unit. Per functional testing, the over temperature alarm sounds after the main unit is turned on. The complaint was confirmed. The root cause was a malfunctioning pump. It was unknown what caused the pump to malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump was replaced, and the device passed all functional and delivery tests.